Manufacturer narrative:
.

Event description:
It was reported that the device exhibited alerts for non-sustained lead noise due to oversensing of myopotentials on the ventricular channel. Programming changes were recommended and the device remains implanted.